Event description:
Initial reporter indicated during review of programming history at a site that there was a patient with high lead impedance. The physician was made aware and recommendations were made to program the patient's vns off. Additional information was received that reported options were discussed with the patient at her visit. Reported the patient is doing very well on medications with 0 to 3 simple partial seizures per month, after being in a study. The patient chose not to undergo further evaluation at this time, and declined surgical exploration or replacement. There has been no trauma preceding the high impedance that the treating physician is aware of.

Event description:
The patient had their vns products explanted october (B)(6)-2012 as they no longer desired vns therapy and wanted to have an MRI performed. The explanted lead has been returned for analysis. Completion of analysis is pending.

Event description:
Product analysis was completed on the patient's explanted generator. All test bench output diagnostics tests were as expected and normal. The device performed according to functional specifications. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found. Additional information was noted on the lead product analysis. The outer silicone tubing is abraded open at approximately 27cm from the end of the connector bifurcation. The silicone tubing of the negative coil is abraded open at approximately 1-1.3cm past the electrode bifurcation. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the ends of the returned lead portions.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem: additional product analysis results added to report.

Event description:
The lead assembly was returned for analysis. A break was identified in the negative coil. Visual analysis of the negative coil show that pitting or electro-etching conditions have occurred at the break location and in the vicinity of the break. Also analysis suggests a stress-induced fracture has occurred in at least one strand of the quadfilar coil. However, due to metal dissolution (pitting) and/or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.